Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo was also received. Review of the photo provided confirmed the report. The photo shows the barrel with all 6 bands remaining on it with the trigger cord and one of the beads for band 6 extending away from the barrel. A loop in the cord could also be seen between the 4th and 5th bands. Our laboratory evaluation of the product said to be involved also confirmed the report. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the 6th band. 2 beads were therefore out of place and the trigger cord position had shifted. The remaining beads were still on the barrel but were slightly shifted out of place. The trigger cord also had a loop that had pulled away from the barrel between bands 4 and 5. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and found within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic variceal ligation (evl) in the esophagus, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that at the moment of using the binder [ligator], and removing from the packaging, he observed that the wire [cord] is broken and loose, and decided not to use it. The physician used another ligator to complete the procedure without complications. This occurred prior to patient contact, there was no impact to the patient.